Event description:
The customer received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) results for one patient from cobas e601 analyzer serial number 2074-22. It was suspected the patient had syndrome of inappropriate secretion of tsh (sitsh). Data was provided for two samples from the patient from (B)(6) 2015 tested by the customer on an unknown date. Sample drawn from the patient from (B)(6) 2015 was provided for investigation and tested on an analytical e module analyzer on (B)(6) 2015, cobas e411 analyzer on (B)(6) 2015 and a centaur analyzer. Refer to the attachment to the medwatch for all patient data. (B)(4). The investigation results were reported to the customer. Information concerning if the patient was adversely affected was requested, but was not provided. As insufficient sample volume was available for further testing, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).